Event description:
While malleting a helical blade into a trochanteric fixation nail, the back end of the coupling screw broke off. There was no adverse effect on the patient. Procedure was prolonged an additional 5 minutes.

Manufacturer narrative:
This device is used for treatment, not diagnosis. A review of synthes device history records for revealed the helical blade coupling screw was manufactured by a vendor and was inspected to the synthes incoming final inspection sheet on (B)(4) 2013. The product conformed to all requirements. The certificate of compliance is dated 3/14/2003. 25 parts were released to the warehouse on 3/20/2003.